Event description:
It was reported that the procedure was to treat a 75% stenosis in the proximal circumflex artery with moderate calcification and moderate tortuosity. Pre-dilatation was performed with a 2.0 x 12 mm mini trek balloon at 14 atmospheres (atm), reducing the stenosis to 45%. A 2nd pre-dilatation was done with a 3.0 x 12 mm nc trek balloon at 16 atm, reducing the stenosis to 15%. The 3.5 x 18 mm delivery system was advanced, but was unable to cross the lesion. The device was pushed with constant force in an attempt to cross, resulting in the proximal end of the delivery system shaft breaking. As the separated portion was outside the patient, the device was easily removed and a new device was able to cross the lesion without any problems. The implant was deployed and post-dilated with a 3.5 x 12 mm nc trek balloon at 14 atm, with a good final outcome. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post implantation, remove the entire system as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the implant and/or delivery system components. In this case, the IFU deviation likely contributed to the reported shaft separation. Based on the information reviewed and analysis of the returned device, the reported difficulties appear to be related to the circumstances of the procedure and there is no indication of a product quality deficiency.